Event description:
Patient reported receiving r204e (hvm nw h-bridge leakage test failure) service required codes. The issue reappears every time on reboot. Prior to this service required code, patient caregiver also left a voicemail to report that the monitor was slammed in a car door. This issue involves failure to operate the device according to the manufacturer's recommendations or recognized best practice. There was no patient injury. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor failed isl. Kmt engineering evaluated the returned monitor and was able to determine the failure mode. Patient had reported that the monitor was slammed in a car door. The monitor case was opened, and multiple indications of mechanical damage were observed. The ultimate cause for the reported issue was a board component ripped from its pins with additional points of damage observed. This failure is related to a specific use case and was subjected to significant handling damage. (B)(6) will continue to monitor and trend monitor issues for failure modes.